Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.